Manufacturer narrative:
Concomitant medical products: product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2010, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
The healthcare professional of a clinical study reported that the patient experienced poor wound healing. The outcome was noted as ongoing with no further action needed. Interventions included amoxicillin and keflex prophylactically. The device was explanted due to poor wound healing. The implantable neurostimulator (ins) pocket was irrigated with copious amounts of antibiotic containing solution and peroxide. Crushed vancomycin was placed in the wound prior to closure. Wound care was provided in the clinic. The patient and family members were educated on proper care of the wound. There was drainage from the ins incision. The patient stated that it had been present for 1 week. Approximately 1 cm of wound dehiscence noted to ins incision. It was noted that the ins could be seen through dehiscence. Five days later the wound dehiscence was slightly larger at 1.5 cm. No signs or symptoms of infection were noted. On (B)(6) 2015 approximately one half of the medial side of the lower incision where the pulse generator was not healed. The event was possibly related to the device or therapy and related to the implant procedure. The severity was noted as moderate. Relevant medical history includes non-malignant pain